Event description:
It was reported that a patient underwent a cardiac ablation procedure with a decanav electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. It was reported that the patient was prepped in the centers normal fashion for a standard supraventricular tachycardia (svt) study. Initially the study began with the physician placing the decanav catheter up into the right atrium (ra). In doing so there was some difficulty finding the coronary cinus (cs) and the decanav was thought to initially be in a ventricular branch of the ra, however, moments later they were able to find the correct placement of the decanav in the cs. After the decanav was placed the physician then put a biosense webster quad catheter in the right ventricle, and a biosense webster his catheter at the his region of the ra. After the catheters were placed the ep study began. Nothing of concern was noted during the ep study, the patients¿ blood pressure remained stable, and their heart rate was unchanged. The physician then administered isuprel in order to help potentially induce a tachycardia so he could diagnose what svt the patient needed treatment for. Once we determined that the tachycardia was atrioventricular nodal reentrant tachycardia (avnrt), the physician turned off isuprel, instructed the anesthesiologist to sedate the patient further, and he then prepped the ablation catheter in the centers normal fashion and inserted it into the right atrium. It was at that point that the physician noted the patient¿s heart rate had increased above normal. He waited a few minutes to see if the heart rate would decrease, but after just a few minutes it was noted that the patient¿s blood pressure had drastically dropped. The ep team got to work in helping the patient right away. The physician used a portable ultrasound to check for effusion which was quickly confirmed. The physician then decided to an emergency pericardial tap. After a few minutes the blood pressure increased, and the heart rate decreased, and the patient was stable and sent to critical care unit (ccu). Procedure was not successfully completed. Additional information was later received indicating the physician is under the impression that the cause of the adverse event was the procedure and not product malfunction or patient condition. It event was discovered post use of biosense webster products, right before we were to begin the ablation phase. The outcome of the patient was reported as improved. No transsptal puncture was performed. No ablation was performed and no steam pop was confirmed.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. The date of event was not provided. As such, field b3. Date of event has been populated with (B)(6)2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).